Manufacturer narrative:
Other relevant device(s) are : product ID 3889-33, lot#: va1hd3w, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 02-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient returns to clinic following new generator implantation ((B)(6) 2018) complaining of no improvement of baseline bladder symptoms despite reprogramming. It was also reported that the lead had migrated/ dislodgement and the device was explanted on (B)(6) 2019 and the issue was resolved without sequela. It was noted that the event was related to the device or therapy, not related to the implant procedure no further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-33, lot# va1hd3w, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the explant occurred on (B)(6) 2018-12-27.